Manufacturer narrative:
On (B)(6) 2013, the patient visited an urgent care; the doctor stated that she may have an allergic reaction to penicillin and prescribed her prednisone instead. Multiple attempts were made to contact the patient to obtain further information; however, the patient has remained unresponsive. The product was not returned and no lot number was provided; therefore, investigation can be conducted.

Event description:
A complainant alleged that she had experienced a reaction with symptoms of hives, numbness in cheeks and upper lip, cramps, diarrhea and a bad taste in her mouth after the dentist used cavicide to decontaminate her dentures.